Manufacturer narrative:
Investigation - evaluation: it was reported to cook that a wayne pneumothorax set, rpn: c-utpt-1400-wayne-imh, from lot# 9983741 had a piece of black hair inside the primary packaging of the product. This occurred prior to patient contact. This incident was reported by distributor (B)(4), on 10jan2020. No adverse effects were reported. A review of the complaint history, device history record (DHR), instructions for use (IFU), and quality control of the device was conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. However, photos of the device inside of sealed packaging were provided. What appears to be a black hair can be seen inside of the packaging of the device. At this time, there is evidence that the device was not manufactured to specification. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the design history file found that risks associated with these devices are acceptable when weighed against the benefits. A review of the DHR for the reported complaint device lot (9983741) revealed no recorded non-conformances. A database search found this to be the only event associated with the complaint device lot. As there are no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot related complaints that have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in field. Cook also reviewed product labeling. The product IFU, c_t_wayne_rev12 ¿wayne pneumothorax set for trocar placement,¿ provides the following information to the user related to the reported failure mode: how supplied ¿upon removal from package, inspect the product to ensure no damage has occurred.¿ based on the information provided, no product returned, and the results of our investigation, a definitive root cause was traced to deficiencies in manufacturing and quality control as the device was manufactured out of specification and quality controls did not capture the non-conformance. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the event has been received since the previous medwatch report was sent.

Manufacturer narrative:
(B)(6). PMA/510(k): exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
Upon inspection of a wayne pneumothorax set, a black hair was observed inside the primary packaging of the product. No adverse effects were reported for this incident.